Manufacturer narrative:
A review of the device history records for the likely cause lot did not reveal any issues related to the customer's observations. A label review was also performed and found it to adequately address the customer's issue. Evaluation of complaint data for the product and likely cause lot identified normal complaint activity for issue under investigation. No other complaints related to the customer's issue for the likely cause lot were found. A review of the prism metrics field data for lot 65021m500 was also performed and found the (B)(6) and (B)(6) rates to be less than the abbott prism (B)(6) package insert upper 95% confidence intervals. Therefore, the lot is meeting labeling claims for clinical specificity. Based on this evaluation, the prism (B)(6) assay is performing acceptably.

Manufacturer narrative:
Evaluation in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false repeatedly (B)(6) prism (B)(6) results on 11 donors that were ortho (B)(6) eia (B)(6) since (B)(6) 2016. No impact to patient management was reported. No specific donor information was provided.